Manufacturer narrative:
Additional information: the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Correction: adverse event and/or product problem, outcome attributed to adverse events, and type of reportable event. The recipient's symptoms are reportedly due to medical issues that are not device related. The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.